Manufacturer narrative:
It was additionally reported that the patient developed an infection at the pod¿s insertion site after wearing the pod. The patient was taken to the emergency room and diagnosed with cellulitis. Patient reported pain irritation, drainage and an abscess. The patient was diagnosed with cellulitis and provided a topic antibiotic and oil. Patient was prescribed bactrim, to be taken twice daily for 6 days; and mupirocin (2%), to be used every 4 to 6 hours. The following fields were also updated based on the additional information provided: b1 - adverse event/product problem : adverse event. B2 - outcomes attributed to ae: required intervention. H1 - type of reportable event: serious injury. H6 - adverse event problem: health effect - clinical code: e1719 skin infection/e1720 skin inflammation/irritation/e2330 pain/e231501 purulent discharge/e17002 cellulitis. Health effect - impact code: f11 minor injury/illness/impairment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, manual injections of insulin were delivered. The patient's blood glucose history is as follows: (B)(6).